Event description:
It was reported that bd¿ prn adapter came with a mix of product types in the pack. This was discovered before use. The following information was provided by the initial reporter: 4 shelf cartons of cat#385110 should have been delivered to the customer however 1 shelf carton of cat#385111 got mixed.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9101922. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ prn adapter came with a mix of product types in the pack. This was discovered before use. The following information was provided by the initial reporter: 4 shelf cartons of cat#385110 should have been delivered to the customer however 1 shelf carton of cat#385111 got mixed.